Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report that the primary set had a cracked hub and leaked while infusing was not confirmed; however, a crack was confirmed on the extension set. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 0.4835 inches long. The luer was inspected under magnification and no other anomalies were observed. Functional and pressure testing confirmed leaking as fluid flowed through the crack on the luer. The source of the leak was identified as a vertical hair line crack on the extension set¿s female luer. The cause of the crack was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the set had a cracked hub and leaked blood product while infusing. There was no patient harm.